Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, hypersensitivity and pelvic pain to be related to essure. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. 636097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concurrent conditions included hypothyroidism, gallstones, epigastric pain, chest pain, sneezing, congestion nasal, vomiting, shortness of breath, right upper quadrant pain, shoulder pain, ovarian cyst, hematuria, fibromyalgia, anemia and dysuria. Concomitant products included famotidine, ibuprofen, levothyroxine sodium (synthroid) from 2012 to 2014, loperamide hydrochloride (imodium), paracetamol (tylenol), ranitidine hydrochloride (zantac) since 2013, tramadol and vitamins nos (accomin multivitamin) since 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping) / excessive cramping"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2013, the patient experienced rash ("skin rashes"), erythema ("skin red"), feeling hot ("feeling hot") and allergy to metals ("nickel allergy"). In 2014, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ unusually heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("uterine foreign body"), hypersensitivity ("allergic reaction") and burning sensation ("burning feeling"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, fatigue, alopecia, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, device expulsion, rash, erythema, feeling hot, nausea, allergy to metals, vision blurred, abdominal pain, back pain and burning sensation outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, burning sensation, device expulsion, dysmenorrhoea, erythema, fatigue, feeling hot, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion details:at the conclusion we have 3 coils approximately on the right side and 1-2 coils on the left side. Removal details: procedure: robotic-assisted total laparoscopic hysterectomy, left salpingectomy, and right partial salpingectomy, lysis of adhesions and removal of essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Salpingogram - on (B)(6) 2010: satisfactory placement of essure coil. (According to mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: skin rash, abdominal pain, nausea, back pain,dysmenorrhea (cramping),menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Reporter's information added. Patient's demographics added. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia),intermittent skin rashes, skin red , feeling hot, nausea, nickel allergy, dysmenorrhea(cramping), blurred vision, back pain, abdominal pain, burning feeling, uterine foreign body/the specimen contained uterus. Updated outcome of events. Updated onset date of events. Historical condition, concomitant condition, concomitant drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('heavy bleeding') in a 35-year-old female patient who had essure (batch no. 636097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and irritable bowel syndrome. Concurrent conditions included hypothyroidism, gallstones, epigastric pain, chest pain, sneezing, congestion nasal, vomiting, shortness of breath, right upper quadrant pain, shoulder pain, ovarian cyst, hematuria, fibromyalgia, anemia and dysuria. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 1996 to 2010, famotidine, ibuprofen, levothyroxine sodium (synthroid) from 2012 to 2014, loperamide hydrochloride (imodium), paracetamol (tylenol), ranitidine hydrochloride (zantac) since 2013, tramadol and vitamins nos (accomin multivitamin) since 2012. On (B)(6)2010, the patient had essure inserted. In (B)(6)2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping) / excessive cramping"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain/ belly pain") and back pain ("back pain"). In 2013, the patient experienced rash ("skin rashes"), erythema ("skin red"), feeling hot ("feeling hot") and allergy to metals ("nickel allergy/ allergic to nickel/ nickel in essure"). In 2014, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ unusually heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("uterine foreign body"), hypersensitivity ("allergic reaction"), burning sensation ("burning feeling"), anxiety ("anxiety/ huge anxiety") and ear pain ("my ears would get sore and painful"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, hypersensitivity, fatigue, alopecia, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, device expulsion, rash, erythema, feeling hot, nausea, allergy to metals, vision blurred, abdominal pain, back pain, burning sensation, anxiety and ear pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, burning sensation, device expulsion, dysmenorrhoea, ear pain, erythema, fatigue, feeling hot, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion details:at the conclusion we have 3 coils approximately on the right side and 1-2 coils on the left side. Removal details: procedure: robotic-assisted total laparoscopic hysterectomy, left salpingectomy, and right partial salpingectomy, lysis of adhesions and removal of essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Salpingogram - on (B)(6)2010: satisfactory placement of essure coil. (According to mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: skin rash, abdominal pain, nausea, back pain, dysmenorrhea (cramping),menorrhagia. Concerning the injuries reported in this case, the following ones were described in patients social media record confirming: anxiety, ear pain, allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and medical record was received. Events added from social media- anxiety, ear pain. Reporter information, concomitant drug, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('heavy bleeding') in a 35-year-old female patient who had essure (batch no. 636097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concurrent conditions included hypothyroidism, gallstones, epigastric pain, chest pain, sneezing, congestion nasal, vomiting, shortness of breath, right upper quadrant pain, shoulder pain, ovarian cyst, hematuria, fibromyalgia, anemia and dysuria. Concomitant products included famotidine, ibuprofen, levothyroxine sodium (synthroid) from 2012 to 2014, loperamide hydrochloride (imodium), paracetamol (tylenol), ranitidine hydrochloride (zantac) since 2013, tramadol and vitamins nos (accomin multivitamin) since 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping) / excessive cramping"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2013, the patient experienced rash ("skin rashes"), erythema ("skin red"), feeling hot ("feeling hot") and allergy to metals ("nickel allergy"). In 2014, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ unusually heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("uterine foreign body"), hypersensitivity ("allergic reaction") and burning sensation ("burning feeling"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, fatigue, alopecia, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, device expulsion, rash, erythema, feeling hot, nausea, allergy to metals, vision blurred, abdominal pain, back pain and burning sensation outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, burning sensation, device expulsion, dysmenorrhoea, erythema, fatigue, feeling hot, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion details:at the conclusion we have 3 coils approximately on the right side and 1-2 coils on the left side. Removal details: procedure: robotic-assisted total laparoscopic hysterectomy, left salpingectomy, and right partial salpingectomy, lysis of adhesions and removal of essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Salpingogram - on (B)(6) 2010: satisfactory placement of essure coil. (According to mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: skin rash, abdominal pain, nausea, back pain,dysmenorrhea (cramping),menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.